Event description:
The user received intermittent questionable results for glucose, calcium and bicarbonate from the analytical p module analyzer. Patient sample 1 initial glucose result was 17.2 mg/dl, repeat results were 131.5 and 131.2 mg/dl from other p module analyzers in the laboratory. The initial result was not released outside of the laboratory so the patient was not treated or harmed based on the result. On (B)(6)2010, patient sample 2 initial calcium result was 6.9 mg/dl, repeat result was 9.1 mg/dl. The initial result was reported outside the laboratory, but the patient was not harmed or treated based on the result. The user stated the result was corrected quickly and the physician never saw the result. Patient sample 3 initial bicarbonate result was 3.9 mmol/l, repeat result was 2.1 mmol/l. The initial result was not reported outside the laboratory. The lot numbers of the glucose, calcium and bicarbonate reagents were not provided. The field service representative was unable to verify any issue while performing precision tests, but noted the sample probe mechanical movement felt a little impaired. He checked the analyzer and replaced and adjusted the sample probe. To verify the analyzer operation, he performed precision testing with results within specification. The user ran calibration and quality control with acceptable results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.